Event description:
It was stated that the customer experienced high blood glucose levels ever since starting on the insulin pump. It was stated that the customer changed the infusion set, but continued to have high blood glucose levels. It was stated that when she used her old insulin pump her blood glucose levels are fine. Troubleshooting was performed and the insulin pump did not pass the high pressure test. The customer was no longer comfortable using the insulin pump. The insulin pump was replaced.

Manufacturer narrative:
Currently, it is unknown wether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.